Manufacturer narrative:
Batch review performed on 12.02.2021: lot 135035: (B)(4) items manufactured and released on 16-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
Revision surgery performed due to stem mobilization on (B)(6) 2021 and the primary date is unknown. The stem, liner, and head were revised.